Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period (B)(4) 2015.

Manufacturer narrative:
(B)(4). Reporting period (B)(6) 2015.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/21/2015. (B)(4). If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2001 and a sling was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures, including a mesh removal surgery on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period (B)(4) 2015.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period (B)(4) 2015.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period october 1, 2015 through november 30, 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4) reporting period (B)(6) 2015 through (B)(6) 2015 supplemental 11 - attachment: [(B)(6) 2015 otn supplemental 11.xlsx]

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period october 1, 2015 through november 30, 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period october 1, 2015 through november 30, 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4)reporting period (B)(6) 2015 through (B)(6) 2015supplemental 12 - attachment: [(B)(6) 2015 otn supplemental 12.xlsx]

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4) reporting period october 1, 2015 through november 30, 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period october 1, 2015 through november 30, 2015.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Ethicon MDR summary reporting exemption e2013037reporting period (B)(4) 2015 through (B)(4) 2015.

Manufacturer narrative:
Date sent to FDA: 12/27/2018. Ethicon MDR summary reporting exemption e2013037. Reporting period october 1, 2015 through november 30, 2015.

Manufacturer narrative:
Date sent to FDA: 2/12/2019 . Ethicon MDR summary reporting exemption e2013037. Reporting period october 1, 2015 through november 30, 2015.

Manufacturer narrative:
Date sent to FDA: 06/25/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period october 1, 2015 through november 30, 2015.

Manufacturer narrative:
Date sent to FDA: 04/24/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period october 1, 2015 through november 30, 2015.